Event description:
It was reported that at the user facility the trigger of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed through visual inspection by a manufacturer repair technician. Upon disassembly, it was found that the trigger assembly was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact.